Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 500 mg/dl. Customer treated high blood glucose with manual bolus fill amount: 0.5. Customer declined troubleshoot for high blood glucose. Customer reported no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. The insulin pump will not be returned for analysis.